Event description:
It was reported that the patient presented for follow up. A device interrogation revealed loss of capture exhibited by the right atrial (ra) lead. A chest x-ray confirmed that the lead was dislodged. The patient was taken for replacement and the lead was explanted. The patient was discharged.